Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported foreign body in patient was a cascading event of the reported clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: codes 2507 and 4582 were removed.

Event description:
Subsequent to the initially filed report, additional information was received stating the clip detached from the posterior while removing the lock line and a single leaflet device attachment (slda) did not occur post deployment. The physician then chose to implant the clip solely on the posterior leaflet.

Event description:
This is filed to report unintended movement and incomplete coaptation it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw was inserted and deployed on the mitral valve. After removing the lock line the arms opened slightly on the clip. After deployment the clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.